Event description:
Allegedly, patient was revised due to implant fracture - stem revision njr number: (B)(4). Side:l. Primary asa: fit and healthy. Components from other manufacturer that were revised: cenator cup 28x48 neut lge flg product ID: 176848/ lot no.: 306444.

Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluated.

Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluated.

Event description:
Allegedly, patient was revised due to implant fracture - stem revision njr number: (B)(4). Side:l. Primary asa: fit and healthy. Components from other manufacturer that were revised: cenator cup 28x48 neut lge flg product ID: 176848/ lot no.: 306444.